Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology (thickened/prolapsed leaflet and the orientation of the heart.). The poor image resolution is related to the patient conditions and procedural circumstances. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was difficulty visualizing the valve at the beginning of the procedure due to the orientation of the heart, but once the images were captured, there was no problem visualizing the clip during the procedure. The clip delivery system (cds) was advanced to the mitral valve and placed in a2/p2. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted for stabilization, reducing the mr to 1-2. No additional information was provided.